Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf), delivered anti-tachycardia pacing (atp) and shocked the patient. It was suspected that the rhythm was supra ventricular tachycardia (svt), therefore the therapy was inappropriate. It was noted that therapy was initially withheld by the wavelet discriminator. Additionally, it was found that there was undersensing on the right atrial (ra) lead. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: ddmb1d1 ICD implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf), delivered anti-tachycardia pacing (atp) and shocked the patient. It was suspected that the rhythm was supra ventricular tachycardia (svt), therefore the therapy was inappropate. It was noted that therapy was initially withheld by the wavelet discriminator. Additionally, it was found that there was undersensing on the right atrial (ra) lead, and that previously there was an alert for high/undefined right ventricular (rv) impedance on the (svc) coil. The ICD and leads remain in use. No further patient complications have been reported as a result of this event.